Event description:
According to the reporter, during a robotic laparoscopic hysterectomy procedure, at the time to sew the vaginal cuff and removing the suture from the port, the needle detached from the suture and fell into the cavity. It was noted that there was no resistance but just that the needle fell off. It was retrieved successfully with the instrument. It occurred on two sutures. Another suture but in nine inches length was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: vlocm0305, vlocm0305 v-loc* 90 2-0 vio 15cm gs21 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.